Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device was explanted and replaced due to suspected premature battery depletion. No further information is available.